Event description:
It was reported that a user had discontinued use of the ilet for several weeks, transitioned to backup therapy, and experienced hyperglycemia upon reconnection, with a reported blood glucose of 680 mg/dl, while no device alerts or alarms were noted and troubleshooting and education were provided. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no medical or surgical intervention, and no hospitalization. Investigation included review of complaint details, user follow-up attempts, and provision of education and troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction. It was concluded that the cause of the hyperglycemia was unclear and a device-related malfunction could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.